Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, anterior/posterior repair due to cystocele and rectocele. It was reported the patient experienced urinary retention. The patient underwent mesh take down cystoscopy, the sling was very tight and dissected on the right side and removed on (B)(6) 2003. Due to erosion, the patient underwent sling take down cystoscopy, and the left periurethral mesh was removed on (B)(6) 2004. It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced bowel adhesions, bloating of abdomen, catheter leg bag x 8mths, frequent constipation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring.